Event description:
Angiogram performed demonstrated lesion in the superficial femoral artery. The lesion was crossed with a 0.035 wire and catheter. The lesion with treated with 5mm poba [plain old balloon angioplasty]. The lutonix balloon was advanced over the cook 0.035 amplatz stiff wire. The catheter was difficult to pass over the wire. Upon attempting to inflate the balloon to treat the lesion, the balloon would not inflate. Attempts to remove the balloon over the wire were unsuccessful. Ultimately the balloon and wire were removed as a unit.